Event description:
The customer reported that her blood glucose at 6:52 am measured 198 mg/dl, so she corrected with a 1.5 unit insulin bolus. At 11:52 am she took a 5 unit bolus for 60 grams of carbohydrate. Her bg was 298 mg/dl at 2:04 pm and 310 mg/dl at 2:47 pm; she corrected with a 3.2 unit bolus at that time. When the pod was removed she observed a "slight kink" in the middle of the cannula.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."